Event description:
The infusion pump was involved in an overdelivery of a ntg solution. Reportedly the pump was programmed to deliver 50 ml however it delivered 500 ml. The infusion rate was not reported. It was commented that the pt was initially hypotensive, however, no medical or surgical intervention was required and the pt returned to pre-incident status.